Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
A review of the analyzer (sn# (B)(6) service history identified no contributing factors to the current complaint. The discrepant results were generated after a clotted sample was processed which may have caused the sample probe to be obstructed. The sample probe was cleaned which resolved the issue. There have been no further occurrences of discrepant results generated using sn# (B)(6) after the current complaint was received. The alinity ci-series operations manual addresses sample result observed problems for erratic/discrepant results. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no systemic issue or product deficiency was identified. Health effect impact code: f26 component code: g03001 d8. Was this device service by a third party? No.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely decreased total bilirubin and ethanol results generated on the alinity c analyzer on one patient. Results provided: (B)(6) 2021 sid (B)(6): total bilirubin = 0.1 mg/dl, repeated on another instrument = 2.7 mg/dl (reference range: 0.6-1.2 mg/dl); ethanol = <10 mg/dl, repeated on another instrument = 320 mg/dl (reference range: 0-50 mg/dl). No impact to patient management was reported.